Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient is experiencing loosening of the pin which caused the pin to back out. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date - (B)(4) 2010.

Event description:
It was further reported the patient underwent a right total knee arthroplasty. Subsequently, approximately five years post-implantation the patient was noted to stand up from the floor to sit on the bed and felt pain in the right knee joint. Also the patient could not extend the right knee joint. X-rays showed separation of the knee joint implant prosthesis. Closed manual reduction procedure attempts were conducted; however, were unsuccessful. The patient underwent a revision procedure on approximately eleven days later. The surgeon noted the hinge of the prosthetic implant was unscrewed and lies freely within the joint cavity without signs of mechanical damage. Furthermore, the articular surface was posteriorly dislocated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. X-rays showed the separation of the knee joint prosthetic implant components. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.